Manufacturer narrative:
A supplemental MDR is being submitted due to new information received, sections g6, h2, a2: patient age.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, and h10.

Manufacturer narrative:
1 of 2 reports per the instructions for use (IFU), cardiovascular injuries including perforations, dissection of vessels, injury to ventricular, myocardial, or valvular structures [e.g. Injury to the mitral valve/ apparatus] are known potential complications associated with the tavr procedure. Native mitral regurgitation (mr) can occur in tavr procedures when chordae tendinae have ruptured during advancement of the guidewire, bav catheter, or delivery system. This was a case of a transaortic transcatheter aortic valve replacement where the mitral apparatus was not crossed and chordae damage was not confirmed. It was concluded by the operator that mr was increased by the bav procedure but was noted as 'improved' after medication administration. It is unknown if the patient had associated mr prior to the tavi. The patient's anatomical features (mitro-aortic continuity) was also unknown; a factor that can contribute to the mitral valve functionality during tavr. It is noted in the literature that 'the mitral valve may be subject to changes in both geometry and structure that can potentially cause functional mr or accentuate the problems of a pathological mitral valve (nappi, et al 2019).' The reason for the mr remains unknown as no relevant imagery was provided. No other information was available. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, and careful manipulation of devices. Per the thv ta training manuals, after gaining lv access with the 0.035' soft guidewire, the wire should be jiggled under tee imaging of the mitral valve. An increase in mr suggests wire entanglement in the mitral sub-valvular apparatus. If entanglement is suspected, the guidewire should be completely removed from the ventricle; the operator should change direction of the needle and reinsert the guidewire into the ventricle, checking again for wire entanglement. The tf training manual also provides guidance for valve crossing and wire exchange: exchange 0.035' amplatz extra-stiff wire with pre-shaped distal end in left ventricle. Ensure guiding catheter is advanced upon wire exchange to ensure exchange wire does not get caught in the mitral chordae. Per the instructions for use (IFU), functional mr is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the reported event could not be determined as the information was insufficient; however, it may have been related to the interaction between the guidewire overtaken by the pigtail catheter. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards lifesciences japanese affiliate, during a transfemoral transcatheter aortic valve implantation with a 26 mm sapien 3 ultra resilia (s3ur) / commander kit, blood pressure decreased when the s3ur and delivery system crossed the native aortic valve. After valve deployment, the echo revealed that the mitral valve remained open and did not close, causing massive regurgitation (mr). After that, ventricular fibrillation (vf) occurred and underwent direct current (dc) defibrillation, but it didn't come back, so the percutaneous cardiopulmonary support systems (pcps) was inserted with cardiac massage. When things calmed down, they attempted to remove the safari guidewire was overtaken over pigtail catheter. The physician changed it to multi-purpose and pulled out safari guidewire. After removing safari guidewire., the pressure comes out and it returns to sinus rhythm. When aortography (aog) was performed around the valve, the lad was found to be occluded by a thrombus, so the thrombus was aspirated. Pcps and intra-aortic balloon pump (iabp) were placed, and the patient left the operation room.'

Manufacturer narrative:
A supplemental MDR is being submitted due to administrative review findings, sections g6, h2, a2.

Manufacturer narrative:
A supplemental MDR is being submitted due to administrative findings and device correction needed, sections g6, h2, d1, d2, d4, h6 component code and h11. Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. Chordae tendinae rupture in tvr can occur during the advancement of the guidewire, balloon valvuloplasty catheter, or delivery system and is most likely to occur with antegrade approaches, however, can occur with a retrograde approach. In some cases, intervention may not be required; however, if the rupture is significant, it typically results in profound mitral regurgitation and will require intervention to prevent permanent injury. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valve (all models). Training includes proper guidewire positioning and careful manipulation of devices. Per the training manuals, after gaining lv access with the 0.035' soft guidewire, the wire should be jiggled under transesophageal echocardiogram imaging of the mitral valve. An increase in mitral regurgitation suggests wire entanglement in the mitral sub-valvular apparatus. If entanglement is suspected, the guidewire should be completely removed from the ventricle; the operator should change the direction of the needle and reinsert the guidewire into the ventricle, checking again for wire entanglement. The training manual also provides guidance for valve crossing and wire exchange: exchange 0.035' amplatz extra-stiff wire with the pre-shaped distal end in the left ventricle. Ensure guiding catheter is advanced upon wire exchange to ensure exchange wire does not get caught in the mitral chordae. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate (safari guidewire overtaken by the pigtail catheter on the aortic side &/or pressure exertion on the aorto/mitral curtain) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.